Event description:
Two hours into a dialysis treatment, blood was observed in the dialysate line. Treatment was ended and the blood from the extracorporeal circuit was not returned to the pt resulting in an approximate blood loss of 188ml. The blood leak was not verified by testing the dialysate in the drain with a hemastick. The pt appeared cold, clammy and lethargic; his vital signs were stable and oxygen was administered. The pt remained at the clinic for an hour and was then transported to the hospital and admitted. The pt was transfused with two units of packed red blood cells. The pt was discharged home five days later and resumed outpatient dialysis treatment in the clinic.

Manufacturer narrative:
The lot number of the dialyzer used during this event is unk. Reserve samples from lot numbers present at the clinic at the time of the event will be evaluated.